Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 11/3/2025. Data was further reviewed. Data investigation could not confirm an alert/notification settings issue. The sensor session for txid: 433701985089 began on 9/20/2025 at 9:54 pm with low alert set to 70 mg/dl. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia. This is 1 of 2 reports of medical intervention that occurred two separate times. Please see related record (B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. This is 1 of 2 reports of medical intervention that occurred two separate times. The patient reported that he did not receive any alerts on his mobile device from the monitoring app. According to the report, the patient's daughter contacted him after noticing that his blood glucose had dropped to 43 mg/dl. At the time, the patient was asymptomatic. Emergency medical services (ems) were called. The patient stated that he was unaware of his hypoglycemic state due to the lack of alerts from the app. He was advised to consume a large quantity of cola, and his blood glucose stabilized within approximately 10¿15 minutes. At the time of ems arrival, his glucose level had increased to 120 mg/dl, and he was not transported to the hospital. He remained at home to rest. At the time of the report, the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.